Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the force bipolar instrument would not respond to the surgeon properly. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: "this instrument was being used in a general surgery case. The surgeon tried to use the grasper, and the jaws would not open. The instrument was not grasping tissue and did not have to be manually released. The instrument was removed from the system at which point broken cable was noticed in the wrist joint of the grasper."